Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) heart valve implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced dizziness due to lack of pacing from oversensing on the right ventricular (rv) lead. There was also intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.